Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), pregnancy with contraceptive device ("unwanted pregnancy") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure (batch no. A14901) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pre-eclampsia and eczema. Previously administered products included for an unreported indication: mirena. Concurrent conditions included multigravida and parity 3 ((B)(6) 2001, (B)(6) 2003, (B)(6) 2005). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings ("mood swings"), fatigue ("fatigue"), allergy to metals ("nickel allergy"), tooth disorder ("dental problems"), alopecia ("hair loss"), rash ("rashes"), skin disorder ("skin conditions") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy was performed in (B)(6)2013). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pregnancy with contraceptive device, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache, hypersensitivity, mood swings and fatigue outcome was unknown and the genital haemorrhage, pelvic pain, allergy to metals and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menstrual disorder, mood swings, pelvic pain, pregnancy with contraceptive device, rash, skin disorder and tooth disorder to be related to essure. The reporter commented: essure device was introduced into the left ostia and device deployed in usual fashion, 2 coils noted after placement. Procedure was repeated on the right ostia, 8 coils were noted after placement. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events menorrhagia,pelvic pain and dysmenorrhea most recent follow-up information incorporated above includes: on 29-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication, lot number and events dental problems, fatigue, hair loss, migraines/headaches, nickel allergy, pain, rashes or skin conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device'), pregnancy with contraceptive device ('unwanted pregnancy') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure (batch no. A14901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pre-eclampsia and eczema. Previously administered products included for an unreported indication: mirena. Concurrent conditions included multigravida and parity 3 (B)(6)2001, (B)(6)2003, (B)(6)2005). On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings ("mood swings"), fatigue ("fatigue"), allergy to metals ("nickel allergy/allergy: (nickel-diag. Pre-essure)"), tooth disorder ("dental problems"), alopecia ("hair loss"), rash ("rashes"), skin disorder ("skin conditions"), abdominal distension ("bloating") and migraine ("other injuries/symptoms: (migraine)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy was performed in (B)(6)2013). Essure was removed on (B)(6)2013. At the time of the report, the device dislocation, pregnancy with contraceptive device, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, headache, mood swings, fatigue, tooth disorder, alopecia, rash, skin disorder and migraine outcome was unknown, the genital haemorrhage and abdominal distension was resolving and the pelvic pain, abdominal pain, hypersensitivity and allergy to metals had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menstrual disorder, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, rash, skin disorder and tooth disorder to be related to essure. The reporter commented: essure device was introduced into the left ostia and device deployed in usual fashion, 2 coils noted after placement. Procedure was repeated on the right ostia, 8 coils were noted after placement. Patient received treatment for pelvic/abdominal pain, dental problem, migraine, fatigue, hair loss she did not received treatment for nickel allergy. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events menorrhagia,pelvic pain and dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-aug-2019: pfs received- new event "migraine", new reporter added. Outcome of events-pelvic pain and abdominal pain was updated from recovering to recovered and nickel allergy from unknown to recovered. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), pregnancy with contraceptive device ("unwanted pregnancy") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure (batch no. A14901) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pre-eclampsia and eczema. Previously administered products included for an unreported indication: mirena. Concurrent conditions included multigravida and parity 3 ((B)(6) 2001, (B)(6) 2003, (B)(6) 2005). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings ("mood swings"), fatigue ("fatigue"), allergy to metals ("nickel allergy"), tooth disorder ("dental problems"), alopecia ("hair loss"), rash ("rashes"), skin disorder ("skin conditions") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy was performed in (B)(6)2013). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pregnancy with contraceptive device, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache, hypersensitivity, mood swings and fatigue outcome was unknown and the genital haemorrhage, pelvic pain, allergy to metals and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menstrual disorder, mood swings, pelvic pain, pregnancy with contraceptive device, rash, skin disorder and tooth disorder to be related to essure. The reporter commented: essure device was introduced into the left ostia and device deployed in usual fashion, 2 coils noted after placement. Procedure was repeated on the right ostia, 8 coils were noted after placement. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events menorrhagia,pelvic pain and dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), pregnancy with contraceptive device ("unwanted pregnancy") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings ("mood swings") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy was performed in (B)(6) 2013). Essure was removed in (B)(6) 2013. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache, hypersensitivity, mood swings and fatigue outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menstrual disorder, mood swings, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.